Event description:
It was reported that an external fluid leak was observed from the header of a polyflux 140h during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: two devices were received, and photographs were provided for evaluation. Visual inspection of the photos did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing of the dialysate side was performed for both actual samples and no leak was observed. In addition, leak testing of the blood side was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.